Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulting was noted approximately two weeks post implantation. The surgeon explanted the lens and implanted a different lens. Additional information has been requested.